Event description:
It was reported that on literature review "comparison of trigen intramedullary nail versus locking plate for proximal humeral fracture", 17 patients suffered from mild limitation during movement with injured shoulder. It is unknown how the event was treated. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). "Comparison of trigen intramedullary nail versus locking plate for proximal humeral fracture" doi: (B)(6).

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation and the reported events could not be confirmed. The clinical/medical investigation concluded that, the literature article was reviewed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Some potential probable causes could be alignment, fit/size of device used or wear. The contribution of the devices to the reported events could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.